Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive and the ok button contact was inverted. Investigation also revealed that the display was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was found to be torn near the ok button. During testing, the ok keypad button was found to be intermittently unresponsive. The keypad cover was removed and the ok button contact was found to be inverted. Additionally, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).